Manufacturer narrative:
(B)(4), date sent to the FDA: 10/25/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3investigation summary: an empty opened foil, an empty opened labeled winding former, a needle-suture and a suture piece of product code sxpp1b113 were returned for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, in addition the ends were observed cutted near of the loop area possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide procedure name and date: no further information is available. Please provide lot number: no further information is available. How was procedure successfully completed? No further information is available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, the suture was broken at the 2nd stitch. There were no adverse consequences to the patient. Additional infformation was requested.